Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the date indicated right ventricular (rv) lead integrity alert (lia) occurred on (B)(6) 2016 for two or more high rate non-sustained episodes <(><<)>220 ms and rv lead impedance variation in the previous 60 days.analysis indicated pacing impedance on the rv lead was beyond the expected upper range. Impedance was greater than 3000 ohms on (B)(6) 2016. Analysis indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sensing integrity counts went up to 53,129 in a seven day period. Analysis indicated the impedance on the rv defibrillation coil was beyond the expected upper range. Rv defibrillation impedance was greater than 200 ohms on (B)(6) 2016. Analysis indicated pacing capture threshold in the rv (right ventricle) was elevated. Capture threshold was noted to be above 2.5v.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high pacing and defibrillation impedance, noise, high thresholds and had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary continued: the full lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.